Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revisional of l egacy construct for levels l3-l5. Pre-operative diagnosis for this procedure was spondiolysthesis. It was reported that the driver was broken. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional x-rays were performed to ensure tip of driver was not left in patient. Tip of driver was not recovered. Additional information was received from the manufacturer representative that when it was discovered the tip of the driver was missing, additional xrays were performed. Tip of driver was not seen on these images. Tip of driver was not however recovered in the final count. The tip of the driver was not in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4: lot number updated. H3: product analysis: product ID#: 5584111; lot#: 0011215001 visual inspection confirmed the entire torx tip of instrument has been sheared off consistent with interface during usage. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.